Event description:
A 63-yr-old man presented to the hosp 8/16/96 with recurrent dizziness. Brady cardia noted and found to have pacemaker failure. A pacemaker had been inserted in 1991 due to sick sinus syndrome. The pt was placed on an external pacer and admitted to ICU. 3 days later on 8/19/96, pt had insertion of new permanent pacemaker battery and ventricular lead. Analysis revealed that the lead was oversensing. The previous lead was capped. There was not a problem with the battery, but because the battery was nearing end of life, this was replaced as well. Co rep present at procedure 8/19/96. Pt did well and was discharged home 8/21/96.